Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2015. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).